Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, power cycling, and functional stress testing without duplicating the customer's report. No batteries or pads were returned for evaluation. The battery board and the led interface board were replaced. A replacement device will be provided to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, critical error codes were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, an unspecified critical error code was displayed. Complainant indicated that there was no patient involvement in the reported malfunction.